Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 885mg/dl. Troubleshooting was performed. The time and date were correct. The basals and boluses matched the daily totals. It was stated that the customer changes the infusion set to resolve the high glucose level. Ran a fixed prime and the insulin exited. Performed a high pressure test and the insulin pump passed the test. Advised the customer to check the blood glucose every two hours after the infusion set is changed to make sure the infusion set and site are functioning properly. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.